Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The electrograms for the shock had wandering baselines and noise. In-office testing found the device would fail the sensing test in all three sensing vectors. Technical services discussed some programming options. The doctor may program the device to the secondary sensing vector or consider replacing the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The electrograms for the shock had wandering baselines and noise. In-office testing found the device would fail the sensing test in all three sensing vectors. Technical services discussed some programming options. The doctor may program the device to the secondary sensing vector or consider replacing the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and returned. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The electrograms for the shock had wandering baselines and noise. In-office testing found the device would fail the sensing test in all three sensing vectors. Technical services discussed some programming options. The doctor may program the device to the secondary sensing vector or consider replacing the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.